Event description:
Patient had broviac vad and admitted for acinetobacter -gram negative rod- bacteremia. We later discovered that the heparin flushes that were used were part of a recall. Dose or amount: 3cc, frequency: qday, route: IV bolus. Dates of use: 2008. Diagnosis or reason for use: indwelling vad -broviac-.